Event description:
The customer reported that the system experienced an immediate loss of system power and un-commanded shut down. There is no report of a patient-injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The main power switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.